Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_unknown_lead, product type lead, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_unknown_lead, product type lead, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID 37022, product type external neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID 37022, product type external neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID 37022, product type external neurostimulator, product ID neu_ins_stimulator, product type implantable neurostimulator, product type lead, product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, product type lead, product type lead, product ID neu_unknown_lead, product type lead, product type implantable neurostimulator, product ID 37022, product type external neurostimulator. (B)(4).

Event description:
Literature: may, m., banks, c., thomson, s.j., a retrospective, long-term, third-party follow-up of patients considered for spinal cord stimulation. Neuromodulation, volume 5, number 3 (2002). Doi: 10974-7159/02. Summary: the objective of this study was to follow up patients considered for spinal cord stimulation and assess outcomes and patient selection factors associated with outcome. A retrospective study of patients considered for spinal cord stimulation was performed. This included three groups: a) those who did not have a temporary trial of stimulation, b) those who did not go on to have long-term stimulation after a trial, and c) those who did go on to have long-term stimulation after a trial. 1. 2 patients had their systems removed due to infection. 2. 1 patient had their system removed due to lead migration and did not elect to have a new system inserted. 3. 11 trial patients had infection resulting in delays in permanent system insertion where appropriate, and antibiotic therapy. 4. 3 trial patients had infections that were superficial with no episodes of epidural or intrathecal spread. 5. 10 patients needed revision due to lead breakage, including one patient that had two. Lead breakage was diagnosed by impedance changes noted on telemetric interrogation of the device and confirmed by the inability of an external neurostimulator to produce paresthesia during a revision procedure. In some cases the breakage was visible to the naked eye, in others confirmation was by returning the lead for analysis. 6. 11 patients had revisions due to lead migration, including two patients that each had two. Further information has been requested; a supplemental report will be submitted if additional information is received.